Manufacturer narrative:
(B)(4). D10: unknown femoral component: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to a fractured articular surface. The bearing was replaced without reported complication. It was further reported that all available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified signs of use (scuffs/scratches). The image confirms that the post has fractured off. Further evaluation could not be performed as the device was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Reported event was confirmed by review of provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.